Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after hearing device noises. The right ventricular pacing lead impedance had gone high out of range which caused the device to alarm. Chest x ray did not reveal any breach or abnormal characteristics on the lead. The impedance had increased steadily over the past few months. Sensing was stable but threshold had increased. No intervention was performed. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the product will not be returned and there was a high capture threshold.

Event description:
New information received notes alternative investigation conclusion codes.